Event description:
The patient reported experiencing elevated blood glucose of up to 519 mg/dl between 3 days in 2009. The patient believes the infusion device does not deliver insulin properly. The patient bolused through the infusion device in an attempt to lower blood glucose levels with no success. The patient was able to lower blood glucose levels by injecting insulin via pen. On the last day, the patient switched to the backup infusion device and blood glucose levels decreased. The patient's normal blood glucose range is 100-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.